Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: there was moisture behind the display lens. There were several call service 088 alarms observed in the pump history. The prime steps were successfully completed with no alarms. The pump alarmed with a call service 088 alarm during a 24 hour duration test. Damage to the pump case was observed near the upper right corner between the display lens and the cover. A leak test failed due to the damage to the pump case. Internal moisture was observed on the internal components.